Event description:
Approx 6 yrs ago, the pt with a diagnosis of increasing spasticity had a implantable programmable infusion pump placement for drug delivery of baclofen. Earlier this month, the pt underwent MRI studies and the pump began to alarm approximately one hour after the customer had arrived back home. The warning beep continued through the day. Pt contacted physician and withdrawal symptoms were covered by oral baclofen. Unfortunately, the pt did begin to experience more spasticity because of the change in baclofen administration. The pt and physician arranged to meet at this facility. The physician noted that interrogation of the customer's pump revealed that there was a motor stall at time of the MRI (understandable given the effect of the magnet), but it also showed that there was battery failure. The customer's dose was reduced from 109 mcg per day to 3 mcg per day per settings of the synchromed pump. There were several interrogations to be certain that this was the case. The physician contacted medtronic tech support and reviewed the findings on the programmer. While the pump was coming near the end of its useful life, based on analysis of the baclofen pump logs, it appeared that the battery life should have lasted until at least the end of the current calendar year. Harm to pt: the event caused the pt to develop increased spasticity (as expected with pump failure). Oral dosing was not effective (oral dose peaks and valleys vs. Cont. IV dosing). Also, because of the failure, the pt required surgical replacement of the malfunctioning baclofen pump much sooner than anticipated.